Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2025-00120. Event reported from a post-market clinical program: a facility reported a patient had severe dilation and hydrocephalus of the left supratentorial ventricle in (B)(6) 2021. During an examination on (B)(6) 2022, an increase in hydrocephalus was found; therefore a hakim valve (ID 823114) and a bactiseal catheter (ID (B)(6) were implanted on (B)(6) 2022. In (b)(6 2022, during a follow-up visit, it was found that the hydrocephalus had increased and the catheter was blocked. The patient had v-p shunt surgery and catheter replacement. The patient recovered.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The bactiseal catheter (ID 823072) was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.